Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump, but the malfunction persisted. Consequently, technical support arranged for a replacement pump and guided the customer on returning the defective unit. The customer, who still had warranty coverage, switched to multiple daily injections (mdi) as a backup therapy and agreed to return the faulty pump using a pre-paid label.